Event description:
It was reported that "during the use of the product, leakage of medical fluid from the connection part (where the tubing and the mediation bag were connected) was observed." No patient injury was reported. *no additional information is available for this complaint.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported (see picture below). Leak test results: the sample was analyzed using a syringe with colored water to detect any leaks. Results: during the test sample, a leak were found between the filter and tube. The complaint is confirmed. Root cause identified in the process was lack solvent to don't follow up procedure mp-366 rev.112 extension set with filter assembly section 12.0 bond coiled tube assembly to filter inlet. The cause of the reported problem was traced to the manufacturing process. The lot 4196364 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufacturing process.